Manufacturer narrative:
The patient is reported to have recovered 2 days after treatment of previously reported occlusion of the right sfa. The investigator assessed the event as not related to the device, procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During treatment of a dissection, a complete se stent was implanted in the right limb. Approximately 35 months post procedure, the patient suffered occlusion of the right sfa. The patient was treated with dus/thrombolysis 7 days later.